Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: impact codes, section h.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service.